Manufacturer narrative:
Further information reported that the console was further tested by the biomedical engineer; the console is now back in active operation. The service record was not provided to the manufacturer. The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported that the thermogard console (sn (B)(4)), during patient use, powered off by itself. The console was powered back on; however, displayed a "call technical support" prompt. The console was subsequently taken out of active operation. The reporter was unable to provide further information regarding the specific date and time of the event as well as further details regarding the observed issue particularly regarding patient therapy. No known impact or patient consequence was reported.